Manufacturer narrative:
Continuation of d10: product ID: 3093-28, lot #: j0320213v, implanted: (B)(6) 2003, explanted: (B)(6) 2024, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient states trial worked perfect but because a dr came and showed the patients dr how to do it. When the patient's dr tried to do it , twice, all it did was make their leg jerk. Patient states having 2 implants in their hip. (Pss thinks patient may mean having two leads implanted). Patient states the first one made the leg jerk and then they put in another one and made the butt cheeks quiver. Patient states they didn't implant the leads correctly. Patient states having everything removed. Patient is looking for a dr who has experience with ins. Agent emailed physician listings.